Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation, received on feb 20, 2020 with lot number 617924. Visual analysis of the returned device identified: crease fold, total delamination on the valve and brown particles in the shell. Leak test and microscopic analysis was performed which identified: total delamination on the valve and wear abrasion. Based on the device analysis the final assessment is: total delamination on the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.